Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1 mg/ml morphine at 48 mcg/day via an implantable pump for an unknown indication for use. It was reported that one collet fell off the end of the connector piece when it was taken from the kit. No environmental, external, or patient factors were noted to have led or contributed to the issue. No diagnostics or troubleshooting was performed. The collet was replaced with a connector from a new kit and the issue was resolved. The patient's status was "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Analysis identified the collet was missing from the catheter to catheter connector. If information is provided in the future, a supplemental report will be issued.